Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) screen was displaying bright red and was distorted. There was no patient involvement.

Manufacturer narrative:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a red distorted display. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue, and were not able to find any fault codes within the logs. Fse loaded unit into service mode and calibrated screen with no issues. The fse replaced the video generator board as a precaution. The unit was calibrated and passed all functional and safety tests and was returned to customer.

Event description:
N/a.